Event description:
This record captures a review of the literature article "clinical outcomes after minimally invasive trans-psoas lateral lumbar interbody fusion for the treatment of adult degenerative scoliosis: four years¿ multicenter study". The objective of this study was to evaluate the clinical outcomes of adults with degenerative lumbar scoliosis who were treated with minimally invasive llif. Thirty-two consecutive patients with adult degenerative scoliosis treated by a single surgeon at two spine centers were followed up for an average of 13.2 months. The patients were either implanted with aleutian or cascadia cages. Two patients experienced migration of their aleutian cages and required additional surgery.

Manufacturer narrative:
The article 'clinical outcomes after minimally invasive trans-psoas lateral lumbar interbody fusion for the treatment of adult degenerative scoliosis: four years¿ multicenter study' in the indian journal of neurosurgery, volume 9 (225-229) 2020 was reviewed. Visual, functional, dimensional, and material analysis inspections could not be performed as the devices were not available. Device and complaint history records for the devices could not be reviewed as a valid lot number was not available and could not be obtained. It was reported in the article that two patients experienced cage migration and required revision surgery. Additional information regarding this event is not known and could not be obtained via the author; therefore, a root cause could not be determined conclusively.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of the literature article "clinical outcomes after minimally invasive trans-psoas lateral lumbar interbody fusion for the treatment of adult degenerative scoliosis: four years¿ multicenter study". The objective of this study was to evaluate the clinical outcomes of adults with degenerative lumbar scoliosis who were treated with minimally invasive llif. Thirty-two consecutive patients with adult degenerative scoliosis treated by a single surgeon at two spine centers were followed up for an average of 13.2 months. The patients were either implanted with aleutian or cascadia cages. Two patients experienced migration of their aleutian cages and required additional surgery.